Manufacturer narrative:
Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. There is no indication that the lifevest caused or contributed to the patient death. The lifevest functioned as designed. Device manufacture date and usage of device: monitor (B)(4) : (B)(6) 2013 - reuse; electrode belt (B)(4).

Event description:
A distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2014 while at home. The lifevest detected ventricular fibrillation (vf) at 12:25:24 on (B)(6) 2014. Five appropriate treatments were delivered at 12:26:02, 12:26:31, 12:25:53, 12:27:18, and 12:27:46. The treatments were unable to convert the patient's arrhythmia. A non-treatable rhythm was detected at 12:40:26. The exact time of death is unknown. There is no indication that the lifevest caused or contributed to the patient death.